Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: severe kink in catheter material 3.3cm from tip of sensor case. The device failed temperature test - reading was 0.8 divisions from the center line. It should be within 0.5 divisions (adjusted potentiometer to spec. - does not affect functionality of device). The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 2/1414. Based on the above evaluation, supplier was unable to confirm the complaint. The cause of the failure (temperature test) appears to be use related. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: (B)(4). The sensor was calibrated according the protocol, but once it was inserted in the patient the parameters of pressure were not reliable. During the same procedure the parameters resulted reliable by using the same icp express monitor and another catheter. The procedure was finished by using another catheter. No patient adverse consequences have been reported moh repository record number: (B)(4) (during use on patient).